Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. (B)(4).

Event description:
A facility representative reported during refractive cases the eye tracker image was flickering. There was no patient harm.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During a technical onsite visit, the field service engineer (fse) noticed that the output cable to the monitor was very loose and causing the issues described. The fse removed the cable and replaced it with the original cable and the issue was resolved. The system meets specification per service installation record. The root cause is a loose output cable to the monitor. The reason the connector was loose could not be determined conclusively. The most likely root cause in this case is that the cable was not original. The manufacturer internal reference number is: (B)(4).